Event description:
One qdot micro was received by the biosense webster inc. (Bwi) product analysis lab with no accompanying information, and the device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to bwi. However, visual analysis revealed that there was a separation between the pebax and the second electrode. As a result, this will be reported to FDA as this is considered MDR-reportable.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and screening test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed reddish material and a separation between the pebax and the second electrode. A screening test was performed, and no errors were displayed on the screen. A manufacturing record evaluation was performed for the finished device 31191822l number, and no internal actions related to the reported complaint condition were identified. An issue was identified during the analysis. The potential cause of the condition of the pebax could not be determined. The catheter instructions for use states: do not scrub or twist the distal tip electrode during cleaning. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action was created for further investigation of the force sensor sleeve insolation to prevent fluids from getting inside into the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).